Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/19/2015 with the following findings: a review of the pump¿s black box history showed that no cs 064 call service alarms were recorded. During testing, the pump powered on properly with no alarms occurring. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked along the side of the pump. Corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no further evidence of moisture was found. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The call service alarm issue was not able to be duplicated during investigation.